Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 298 mg/dl. Customer had high ketones and difficulty breathing. Customer is pregnant. Diagnosed diabetes ketoacidosis. Nothing further reported.